Event description:
It was reported that the ilet screen timed out and the device appeared to shut down within one to two seconds after wake, with variability in the behavior, consistent with an unexpected shutdown associated with the software component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a software problem, while the reported behavior aligned with an unexpected shutdown and implicated the seal component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.